Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, the tip is observed to be broken off, verifying the reported incident. There is no other damage or defect identified that could have contributed to the tip breakage observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tip and thread verification testing. As lot involved in this incident is unknown, a device history review could not be performed and additional retained sample cannot be evaluated. Based on the available information, we are not able to determine a root cause related to our manufacturing process at this time. It is possible the tip broke as a result of the force used to engage the device. Complaints received for this device and reported condition will continue to be tracked and trended for signs of emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
The tip of the syringe broke off in the 1-way tap. Syringe filled with paracetamol, prepared in advance for less than 24 hours. Need to change the 1-way tap.